Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. The patient underwent the concurrent procedures of a total abdominal hysterectomy and bilateral salpingo-oophorectomy during mesh implantation. The patient reported pain, extrusion, infection, urinary problems, bowel problems, fistulae, dyspareunia, neuromuscular problems, vaginal scarring, and other following implantation. It was reported that the patient experienced anterior wall prolapse and vaginal scarring and underwent mesh revision on (B)(6) 2010. There was an area of thickened scar tissue around the urethra with advertent cutting of ¼ of sub urethral mesh which was re-approximated on (B)(6) 2010. No additional information was provided (B)(4) - urinary problems; bowel problems; dyspareunia; neuromuscular problems; prolapse.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.